Event description:
No change to previously reported event.

Manufacturer narrative:
Event description: it was reported that during surgery on (B)(6) 2021 the durasul alpha insert would not seat within the allofit cup. After multiple attempts another insert was used, which could be fixed without issues. Review of received data: - no medical data relevant to the case has been received. - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: - visual examination: the visual examination shows that there are multiple indents evenly distributed on two sides of the polar peg. The polar peg has been cut off and above the hooded rim part, the snap fit connection is deformed and material sheared off. There are some scratches on the rim and articulation surface. - measurements: to ensure the insert has correct dimensions, relevant characteristics according to inspection plan and product drawing were measured. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed as only the complained product is known. - DHR review: review of the device history records identified no relevant deviations or anomalies during manufacturing. Conclusion: it was reported that during surgery on (B)(6), 2021 the durasul alpha insert would not seat within the allofit cup. After multiple attempts another insert was used, which could be fixed without issues. The visual examination revealed several indentations evenly distributed on both sides of the cut polar peg. This indicates that multiple anchorage attempts were made. The polar peg serves to position the insert centrally within the shell. Since the polar peg was cut off, it can be assumed that the insert was not impacted perfectly centered, which prevented correct anchoring of the insert within the shell. However, since the polar peg was not returned, it remains unknown at what point during the procedure the polar peg was cut off. Further, the product identification of the shell has not been received; therefore, product compatibility between shell and insert could not be reviewed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, based on the investigation, the most likely cause for the assembly issue is a slightly decentered position of the insert during impaction. In addition, cutting off a part of the implant is not authorized by zimmer biomet and classifies as an off-label use. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During an initial surgery, it was reported that the insert did not fit into the allofit cup. The surgeon tried to implant the same insert thrice which caused some damage to the insert. The surgery was completed with another liner that fixed well. There was no surgical delay.